Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose levels. Customer reported the sensor was reading 106 going up and had two units of active insulin. Customer stated the insulin pump alerted that he was going low when he experienced the low blood glucose value. The customer¿s daughter gave the customer a glucagon shot to raise the blood glucose value. The customer is reporting a blood glucose value of 185 mg/dl at the time of call. Customer was not able to verify the blood glucose value at the time of the incident. Customer declined further troubleshooting for the low blood glucose event. The insulin pump is not expected to be returned for analysis at this time.